Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump buttons doesn't work in setup row. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported buttons doesn't work in setup row which was observed during evaluation. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.